Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2j1x1, implanted: (B)(6) 202,2 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having a return of symptoms. The patient mentioned that she can't make it to the bathroom. The patient mentioned that it has been ongoing for a week now, but they've always had a lot of trouble with the therapy, but they can usually get a setting dialed that helps. The patient mentioned that they've tried changing programs and have tried all of them at least twice. The patient mentioned that they saw a message "internal battery device low". The agent reviewed the message, and the patient mentioned that they have an appointment scheduled with their healthcare provider in july to have the ins and lead replaced. The agent walked the patient through adjusting the therapy, but the patient mentioned that it hurts when they turn it up. The patient mentioned that they had to turn it up high to make the therapy work, but sometimes that results in pain. The patient was redirected to their hcp to check if they could add other programs since they were already provided with 2 extra programs.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2j1x1); product type: 0200-lead; implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j1x1. Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j1x1 implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said they are scheduled to have the ins and lead replaced on (B)(6) 2025, but in the meantime they need an MRI of their lower spine. The patient was at an imaging facility this morning and the imaging specialist was trying to activate MRI mode, but they were unable to connect to the ins due to repeated 'device is not responding' message. During the call, the patient initially saw the 'communicating with device' screen, but kept getting 'device is not responding' after that. The patient could not feel the incision, but they could feel a "lump" that they were positioning the communicator over. Agent reviewed that the ins could be at eos, which means MRI mode cannot be activated. The patient understood and had no further questions.